Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 179 mg/dl and 90 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The doctor reported to the porex surgical distributor that the pt received a medpor malar implant. The doctor reported that due to dislocation of the implant, he would need to "exchange" the implant on (B)(6) 2010.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.